Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v477185, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v477185, implanted: (B)(6) 2010, explanted: (B)(6)2013, product type: lead. (B)(4).

Event description:
It was reported that patient never had therapeutic effect and the patient had the device system explanted on (B)(6) 2013. It was noted that during lead removal, the lead broke into two pieces and the physician was able to "dissect down" and removed all components of the lead. It was reported that no system was left in the patient's body. The reporter stated that the device system was explanted due to the patient not receiving any therapy, and not due to a device issue. It was noted that the patient was doing fine and was discharged home on (B)(6) 2013 after the explant. It was later reported that there was normal battery depletion, there was a therapy related issue of "not working," and there was lead breakage. It was noted that there was no patient injury and the patient recovered without sequela.